Event description:
It was reported that the pacemaker system was explanted due to infection. The patient was not dependent, and it was planned to re-implant the patient after the infection cleared. No additional adverse patient effects were reported.